Manufacturer narrative:
Customer complaints were received by bio-rad (B)(4) subsidiary with reports of high bias results. On the basis of these complaints and because there were no claims of product limitations relating to altitude, bio-rad made the decision on 07/15 to implement a medical device correction and customer notification. The FDA representative was notified by email of the proposed recall on 07/14/2010. On 07/23, two potential cases of hypoglycemia were reported as a result of incorrect insulin treatment. The course of action remained unchanged, with the recall scheduled to be initiated the next working day. The internal investigation was revealed that the problem was specifically associated with elevated altitudes and that all products are at risk if run at >1,000m (3280 feet). The customer sites that reported the complaint were running tests at elevations of >1600m (5250 feet). Root cause: when performing in2it testing at high altitude, a differential pressure can form between the inside of the cartridge and the outside low atmospheric pressure environment. This differential pressure can inhibit or reduce the wash buffer flow by causing buffer to block one of the air-vent holes. Corrective actions are documented in the FDA summary report submitted with the recall notification. A permanent solution is being investigated with the utmost urgency.

Event description:
The event was report in (B)(6) and related to the use of the in2it (I) system a1c test cartridges at high altitude. Based on the a1c results, pt treatment was changed. The pt went to hospital because of hypoglycemia the following day, was treated and controlled. Impact to the pt was short-term with no lasting effects.